Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing, resulting in pacing inhibition of greater than two seconds. Technical services (ts) reviewed the episodes and discussed that this was likely due to diaphragmatic myopotential sensing. The field representative stated that further testing was performed, and they were unable to reproduce the episodes. Ts recommended considering other maneuvers. No adverse patient effects were reported. This device remains in service.